Manufacturer narrative:
Correction: this MDR is being submitted to correct the lot number, primary unique device identifier (UDI) number, expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: d9: device available for evaluation has been selected as yes & date returned to mfg was added as well. H6: investigation results under type of investigation, investigation findings, investigation conclusions.

Event description:
To date, additional patient or event details were received which have been added in h11.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient faced an event of infusion set tubing detachment with one infusion set after being used for one day. The location of detachment was tubing connector . The site of insertion was right abdomen. The pump located in relation to the site in the right pocket. Activity leading up to the event was exercise. Patient's blood glucose at the time of event was 89 mg/dland patient used manual syringe to correct her blood glucose. Patient changed the set. No further information available.